Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during surgery, they have noticed that lens was defective so it was not used. Additional information has been requested. There are two medical reports associated with same event. This file is 2 of 2.